Event description:
An implant card was received indicating that the patient underwent generator and lead replacement. The explanted devices have not been received to date.

Event description:
On (B)(6) 2013 it was reported through clinic notes dated (B)(6) 2013 that the patient no longer felt his vns stimulating and that there was no periodic change in his voice. It was noted that the patient¿s anticonvulsant levels were therapeutic on (B)(6) 2013. The patient¿s vns was interrogated and there was no change in parameters but the system diagnostics test showed output=limit/current delivered=1ma/lead impedance=high. The physician noted that it is likely his vns unit has ceased to work. Palpation of his chest and neck revealed no abnormality. It was stated that there is likely a lead break and that the patient will need a lead revision. Although surgery is likely, it has not occurred to date. A battery life calculation was performed which showed 7.22 years remaining until eri=yes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.